Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) in which the balloon was removed and replaced due to a hole that caused pressure decrease in the device. There were no patient complications.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) in which the balloon was removed and replaced due to a hole that caused pressure decrease in the device. There were no patient complications.